Event description:
A baxter representative reported to customer service a pump with failure code 812:02. It is unknown when this failure code occurred. There is no patient injury of medical intervention necessary according to the hospital representatinve. No additional information was available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 812:02 was confirmed. Inspection of the device found that failure code 812:01 was caused by worn gears. The pump-head module containing the gears was replaced.